Event description:
It was reported that approximately 27 years post-implantation, the patient underwent a hip revision due to recurrent hip dislocation. The patient suffered two previous dislocations without revision in the last 3 months, experienced instability and pain with activities, and reported a fall in the last 12 months. During the revision, the head and liner were revised due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records and radiographs were provided. Review of the available records identified the following: patient experienced two painful dislocations. As per office notes, patient is still experiencing pain and instability during activities. Patient reported they had a fall in the last 12 months. X-rays were reviewed and show good alignment with no evidence of loosening. Patient had a revision, and operative notes suggests acetabular components appears in position and integrated. Femoral component well integrated into the bone. No other complications were noted. A definitive root cause cannot be determined. Based on the provided medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.